Event description:
It was reported that (1) device was used during a laparoscopic myomectomy. It was reported by the affiliate that the inactive part of the lcsc5 shears broke off while in the pt. The case was completed laparoscopically, however it took 2 hours to locate the missing piece, which was surrounded by omentum. Several x-rays had to be taken to locate it. Bipolar shears were used to complete the case.